Event description:
THE EVENT OCCURRED IN USA. IT WAS REPORTED THAT THE VENOUS PROBE IS NOT SHOWING THE SVO2 (SATURATION) VALUE. THE CUSTOMER CALLED GETINGE SUPPORT, WHEN THE PATIENT WAS PLACED ON SUPPORT IN THE CATHETER LABORATORY, AND WAS WALKED THROUGH THE RESET PROCEDURE AND RE-INITIALIZING PROCEDURE FOR THE VENOUS PROBE. AFTER TROUBLESHOOTING THE SVO2 VALUE WAS STILL NOT READING. THEREFORE, THE CUSTOMER ELECTED TO DOCK THE VENOUS PROBE IN ITS HOME POSITION. NEW INFORMATION WAS RECEIVED ON 2026-04-08 THAT THE CARDIOHELP WAS NOT REPLACED DURING TREATMENT. THERE WAS NO DAMAGE ON THE VENOUS PROBE AND ACCORDING TO THE SERIAL NUMBER OF THE VENOUS PROBE ITS AN OLD-STYLE VENOUS PROBE WITH 7 LENSES MANUFACTURED IN 2014. FURTHER IT WAS CONFIRMED THAT THE VENOUS PROBE IS THE ONE TAUGHT TO THE CARDIOHELP DEVICE AND WAS NOT SWAPPED. THE INFORMATION WAS RECEIVED THAT THE PATIENT PASSED. AS THE PATIENT PASSED, A REPORT IS REQUIRED. COMPLAINT ID (B)(4).

Manufacturer narrative:
A GETINGE SERVICE TECHNICIAN WILL INVESTIGATE THE AFFECTED CARDIOHELP. A FOLLOW-UP MEDWATCH WILL BE SUBMITTED WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE. NOTE: NO UDI NUMBER HAS BEEN INCLUDED IN THE SECTION D4 UNIQUE DEVICE IDENTIFIER (UDI) SINCE THE SERIAL NUMBER OF THE AFFECTED MACHINE HAS NOT BEEN PROVIDED. THEREFORE, IT IS NOT POSSIBLE TO IDENTIFY THE SERIAL NUMBER OF THE MACHINE IN QUESTION AND THEREFORE ITS UDI NUMBER.

Event description:
Complaint ID (b)(4).

Manufacturer narrative:
NEW INFORMATION WAS RECEIVED ON 2026-04-15 THAT THE PATIENT PASSED DUE TO HIS DISORDERS AND THE VENOUS PROBE COULD BE EXCLUDED AS THE CAUSE OF THE DEATH. FOLLOWING PATIENT DATA WAS SHARED: A MALE, 67 YEARS OLD WITH A WEIGHT OF 75,5KG AND A HEIGHT OF 168CM. THE VENOUS PROBE DID PROVIDE A HBG AND HCT REAING ONCE THE PATIENT WAS RESUSCITATED WITH 8 UNITS OF BLOOD. A GETINGE TECHNICIAN WAS SENT FOR INVESTIGATION ON 2026-04-28. NO FAULT COULD BE REPLICATED. THE VENOUS PROBE WAS REPLACED AS A PRECAUTION. THE TECHNICIAN PERFORMED SAFETY, CALIBRATION, AND FUNCTIONALITY CHECKS TO FACTORY SPECIFICATIONS. ALL FUNCTION TESTS ARE PASSED. THE LOG FILES OF THE REPORTED CARDIOHELP DEVICE WERE REVIEWED AND NO FAULT OF THE VENOUS PROBE COULD BE CONFIRMED ON THE DATE OF EVENT. A FOLLOW-UP MEDWATCH WILL BE SUBMITTED WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
COMPLAINT ID: (B)(4).

Manufacturer narrative:
The event occurred in USA. It was reported that the venous probe is not showing the SvO2 (saturation) value. The customer called Getinge Support, when the patient was placed on support in the catheter laboratory, and was walked through the reset procedure and re-initializing procedure for the venous probe. After troubleshooting the SvO2 value was still not reading. Therefore the customer elected to dock the venous probe in its home position. New information was received on 2026-04-08 that the Cardiohelp was not replaced during treatment. There was no damage on the venous probe and according to the serial number of the venous probe its an old style venous probe with 7 lenses manufactured in 2014. Further it was confirmed that the venous probe is the one taught to the Cardiohelp device and was not swapped. The information was received that the patient passed. As the patient passed, a report is required. New information was received on 2026-04-15 that the patient passed due to his disorders and the venous probe could be excluded as the cause of the death. Following patient data was shared: A male, 67 years old with a weight of 75,5kg and a height of 168cm. The venous probe did provide a Hbg and Hct reading once the patient was resusitated with 8 units of blood. No further requested information is available, as the customer did not respond after 3 GFE made by the Getinge Service and Sales Unit to the outstanding questions. This was confirmed on (b)(6) 2026. A Getinge Technician was sent for investigation on (b)(6) 2026. No fault could be replicated. The venous probe was replaced as a precaution. The Technician performed Safety, Calibration, and Functionality checks to factory specifications. All function tests are passed. The affected venous probe was investigated by Getinge Life-Cycle-Engineering on (b)(6) 2026 with following conclusion: There was no failure with the venous probe confirmed. The venous probe functioned as intended. The most probable root cause could be: if the SvO2 is below 40% the venous probe shows dahses. Additionally a Medical Review was performed by Getinge Medical Affairs on (b)(6) 2026 with following conclusion: "Based on the available complaint information, customer correspondence, field service findings, device logs, and the Life Cycle Engineering investigation, no product defect was identified. The reported behavior consisted of the absence of a numerical SvO2 value while Hb and Hct values remained available. The engineering investigation demonstrated that this behavior may occur when the measured SvO2 value falls outside the specified display range of 40.0% to 99.9%, resulting in the display of four dashes instead of a numerical value. This behavior was successfully reproduced during testing using a simulated SvO2 value of 39%. Therefore, the most probable root cause of the reported observation was a patient-specific SvO2 value below the lower display limit of the Cardiohelp system. As device logs from the date of the event were not available, the patient's actual SvO2 value at the time of the event could not be confirmed. Consequently, while a patient SvO2 value below the display threshold represents the most likely explanation, it cannot be verified with certainty. Further, the complaint narrative reports that the venous probe began to produce values after the administration of 8 units of packed red blood cells (PRBCs) to the patient. This behavior corresponds with an unreadable venous saturation (smaller than 40%) which increased after the administration of PRBCs thereby allowing the venous probe to display values. The patient subsequently passed away; however, information provided by the customer indicated that the clinical outcome was related to the patient's underlying medical condition and that the venous probe could be excluded as a contributing factor. Furthermore, the venous probe is a monitoring component and does not influence blood flow or provide therapeutic support. Based on the available information, no association between the reported device behavior and the patient's clinical outcome was identified. No malfunction or malperformance of the Cardiohelp system or venous probe was demonstrated during the investigation. The reported behavior was reproducible as intended system functionality and was consistent with the behavior described in the IFU. Functional testing, calibration checks, and field service evaluation did not identify any device deficiency. There is no evidence of a use error. The user appropriately contacted technical support, performed the recommended reset and re-initialization procedures, and continued patient management after docking the venous probe. Based on the available information, user actions did not contribute to the patient's clinical outcome. The patient was a 67-year-old male requiring ECMO support in the catheter laboratory. Limited clinical information was available; however, the customer reported that the patient required resuscitation with eight (8) units of blood and subsequently passed away due to underlying medical conditions. Based on the available information, the patient's clinical condition and comorbidities were the most likely contributors to the outcome. No hazardous situation associated with a device malfunction was identified. The reported situation involved the unavailability of a numerical SvO2 display while other monitored parameters remained available. The available evidence indicates that the system functioned as designed and that the observed display behavior was consistent with a measured value outside the specified display range." The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (SvO2) and venous temperature). In the Instructions for Use (IFU), Chapter "Monitoring and Sensors" of the Cardiohelp System it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The Cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, Chapter "Application Overview for Disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. According to the IFU of the Cardiohelp, Chapter "Cleaning and Disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in Chapter "Connecting the Sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on (b)(6) 2026 for the period of 2022-06-14 to 2026-04-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-06-14. In addition, a review for potential Field Actions and CAPAs related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing Field Actions and/or CAPAs. Based on the results the reported event "venous probe shows dashes" could be confirmed, but was not a device malfunction. This complaint was found in the database of customer complaints for the Cardiohelp device as a single event (timeframe from 2025-04-06 till 2026-04-06). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of MAQUET Cardiopulmonary's Trending program and additional investigations or corrections will be implemented in case of adverse trending.